Manufacturer narrative:
Occupation: non-healthcare professional. Continuation of medical devices: product ID 3093-28 lot# v419893 product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 19-feb-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient stated her device was replaced because "the lead moved and it killed the battery". No further complications were reported/anticipated.